Manufacturer narrative:
The field service engineer (fse) found that sample line was loose at the fitting to the flowcell. The fse reattached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 30 cc and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.